Event description:
It was reported that during a ptca/stenting treatment procedure the quantum maverick monorail balloon ruptured at 14atm's on the initial inflation. The pt was asymptomatic during the event. The lesion being treated was a calcified and 90% stenotic lesion in the proximal lad coronary artery. The quantum maverick monorial balloon catheter was being used to predilate the lesion after a nir stent was unsuccessful in crossing it. The quantum maverick monorail balloon catheter was removed and replaced with another quantum maverick balloon catheter to successfully complete the procedure. Pt status is reported as "good".